Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the tip of the ar-12990, knee scorpion broke while the surgeon pulled the instrument out of the portal after passing the suture through the meniscus. The upper tip was broken intra-articular. A grasper was used to retrieve the broken tip. Case was completed successfully, not adverse effect to the patient reported.

Manufacturer narrative:
The related condition is typically caused by applying excessive force while grasping and manipulating suture and tissue or applying excessive leveraging forces. Broken moving jaw was returned along with complaint device. Confirmed the knee scorpion jaw heat treat reading to be within hardness specification. Device history record review revealed nothing relevant to this event. Function test could not be performed due to the related condition.